Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited loss of capture and noise. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a capture anomaly. The lead was capped and replaced. No patient symptoms were reported.